Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was due to use/user error. The main batteries were replaced to fix the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Additional investigation is being conducted through (B)(4).